Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pelvic array's lower peg had it's visadisc allowed to be too lose/coming free with impaction. Dr. Was happy with his cup placement and rest of the case but did not believe the leg length numbers to be totally accurate. Case type: tha. What is the estimated discrepancy in accuracy regarding the leg length numbers? Can you quantify the gap in length? Was there a discrepancy between planned vs outcome? As per the mps: the dr. Was content with the placement of the cup and did not work about his length/offset numbers. I could check what the planned outcome was on monday 4/1, but I don't have any real data for you on how much of a discrepancy there was.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that pelvic array's lower peg had it's vizadisc allowed to be too lose/coming free with impaction. Dr. Was happy with his cup placement and rest of the case but did not believe the leg length numbers to be totally accurate. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: a review of the device history records indicate 50 devices were manufactured under lot 19031117 and were accepted into final stock on 01/12/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot 19031117, shows no additional complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action : no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Pelvic array's lower peg had it's visadisc allowed to be too lose/coming free with impaction. Dr. Was happy with his cup placement and rest of the case but did not believe the leg length numbers to be totally accurate. Case type: tha. 1. What is the estimated discrepancy in accuracy regarding the leg length numbers? 2. Can you quantify the gap in length? 3. Was there a discrepancy between planned vs outcome? As per the mps: the dr. Was content with the placement of the cup and did not work about his length/offset numbers. I could check what the planned outcome was on monday 4/1, but I don't have any real data for you on how much of a discrepancy there was.